Event description:
Healthcare professional (hcp) reports a patient reaction with first use of the psn membrane. The incident occurred within the first 2-3 minutes of the hemodialysis treatment. The patient experienced nausea and vomiting. Patient's treatment was discontinued and no blood was returned (estimated blood loss 250cc). The treatment was resumed with an alternate membrane. Approximately 30 minutes into treatment, the patient was noted to have itching. The patient received benadryl 50mg. Intravenously and the itching was relieved. The treatment was completed without further incident.